Manufacturer narrative:
The reported adverse event/incident was investigated in alignment with endologix operating procedures and work instructions. Where possible, it is endologix practice to make at least three good faith efforts to retrieve a reported adverse event/incident related device as well as medical records and medical imaging. An evaluation of the manufacturing record was completed. A review of the part number/lot number combination needed for device identification shows the device to have been properly manufactured and released in accordance with the device master record. An evaluation of the device could not be completed. The device was not returned to endologix for evaluation because it remains implanted. A clinical evaluation of the adverse event/incident was completed. An examination of medical records and/or medical imaging received by endologix shows that the type 3a endoleak and aneurysm rupture are unconfirmed. This is not consistent with the reported adverse event/incident. A clinical evaluation of the adverse event/incident was completed. Endologix was unable to identify the contributing factor due to a lack of the images/ medical information surrounding the reported event. Device, user, procedure or anatomy relatedness of this complaint could not be determined. No procedure related harms for this complaint were identified. The final patient status was reported as had hypotension post intervention and under surveillance. No additional information was reported. No additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents. Device iteration is afx2.

Manufacturer narrative:
The device involved in this event will not be returned for evaluation as it remains implanted in the patient. Patient medical records and imaging studies will be requested for further evaluation by the clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Device iteration is afx2 h3 other text : device remains implanted.

Event description:
The patient was initially treated for an abdominal aortic aneurysm (aaa) with implant of an afx2 bifurcated stent graft and an afx vela suprarenal. Approximately three (3) years post initial procedure the patient was emergently taken to the hospital due to aneurysm rupture and a type iiia endoleak with junction separation was identified. The physician elected to implant two (2) vela infrarenal aortic extension stent grafts. The endoleak was still observed but after balloon touch up the endoleak was resolved. The patient is reported to have low blood pressure after intervention and is currently being monitored.